Event description:
Info received indicates the brake/steer caster would ratchet from side to side when the brake function was activated, but would not roll.

Manufacturer narrative:
The tech replaced the brake/steer caster to repair the stretcher.